Manufacturer narrative:
This device is used for therapeutic purposes. D11: nim 3.0 response mainframe #8253001 sn#(B)(4), lot#65553400 MFR date: 01/05/2010; patient interface #8253200 sn#(B)(4), lot#65297100 MFR date: 12/30/2009. (B)(4). The devices were returned for evaluation by the quality engineering team. No fault was found with the nim 3.0 system. Received one (1) sample(s) without the original product pouch / label. The returned part was identified as 8225825, probe 8225825 3pk incremt std prass tip. The returned condition of the device indicated customer use. Equipment used: nim system (nim neuro 3.0 interface and nim 3.0 stimulator). Observations: only the probe handle was returned with the device. The probe tip was not returned for evaluation. The probe handle was tested by inserting another probe tip inside the returned handle and testing with the nim system. This was performed to verify that no defect was found on the handle assembly. The test revealed that the probe functioned as intended / able to provide stimulation without observing any issues / anomalies. The button on the handle was able to increment and decrement the current without any issues. Since the probe tip was not evaluated, it remains unknown if the reported complaint event was due to a defective probe tip. The complaint could not be confirmed based on the device (probe tip) not being returned (incomplete device returned). (B)(4).

Event description:
It was reported that during a mastoidectomy case, the user was having difficulty receiving stimulus with the incrementing prass probe. The nim system settings were adjusted and it was determined the incrementing probe was the not working so they switched out the probe for another and completed the case without further incident. There was no patient impact or injury.